Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. Updated: d8, g3, g6, h2, h3, h4, h6, h10 a DHR review was completed, and no issues were identified. The DHR confirmed that the subject device was shipped in accordance with specifications. The device was returned for olympus for evaluation and the user¿s request was confirmed due to cable failure. Based on the results of the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor the performance of this device.

Event description:
It was reported the camera head displayed an unclear image. The issue occurred during preparation for a diagnostic hysteroscopy. The procedure was completed using other equipment. There were no reports of patient harm.

Event description:
It was reported the camera head displayed an unclear image. The issue occurred during preparation for a diagnostic hysteroscopy. The procedure was completed using other equipment. There were no reports of patient harm.

Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.